Event description:
It was reported the patient¿s stimulator ¿shuts off¿ on its own and does not associate it with battery charge or body position. As a result, the patient was going to discuss with the doctor on whether she should replace the generator or explant the system. The date was unknown at the time. As for diagnostic testing or troubleshooting, reprogramming was performed. The patient¿s status at the time of the report was ¿alive ¿ no injury¿. There were no patient symptoms reported. If additional information becomes available regarding the patient¿s surgical explant, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3888-45, lot # v105546, implanted: (B)(6) 2008, product type lead; product ID 3888-45, lot # v127539, implanted: (B)(6) 2008, product type lead; product ID 37082-60, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).